Event description:
Customer reported that the insulin pump is alarming. The blood glucose is not provided. Nothing further reported.

Manufacturer narrative:
No unexpected failed self test alarm was noted. The insulin pump passed the self test. The insulin pump had an improperly oscillated connector on the radio frequency board. The insulin pump had multiple alarms in the alarm history due to a corrupted history file. The insulin pump was unable to upload using carelink pro due to a corrupted history file. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).